Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire 4 was caught on a stent in the vertebral artery. It was reported that the solitaire 4 was caught in a stent that had just been deployed in the posterior circulation. After entanglement, the hcp had to leave the solitaire in with the wire hanging out of the sheath in the groin.